Manufacturer narrative:
Motor error alarms during rewind due to corroded motor home switch. Moisture damage found on electronics assembly. Unit had cracked battery tube threads, reservoir tube lip, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not performed. The device was returned for analysis.